Event description:
The pump was returned to animas. Product evaluation revealed an unresponsive bolus button. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Evaluation revealed that the bolus button was not responding to button presses. Unrelated to the issue, the battery compartment was found to be cracked.